Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 765.4 mcg/day) via an implanted pump. It was reported that the patient had withdrawal symptoms. Per the patient, there were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated in the ER (emergency room) and there were no motor stalls or other alerts, and the alarm was not sounding. Per the patient, their hcp planned to do a dye study tomorrow morning ((B)(6) 2024). Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the dye study wasn't completed on (B)(6) 2024 and that the patient was referred to another hospital to get the dye study done. The hcp stated that the dye study would likely be done on (B)(6) 2024. The hcp said that his plan was likely to replace both the catheter and the pump but couldn't be sure until he did a dye study. The hcp provided an update the morning of (B)(6) 2024. The hcp stated that the catheter aspirated poorly and that the catheter should be replaced but not emergent. The catheter was also in the patient's abdominal wall muscles. The hcp stated that he changed dosing to see if it would provide relief for the patient in order to delay the revision until closer to the pump's elective replacement indicator (eri). The rep stated that they would follow-up with any additional information they get about this patient as it came to them.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-aug-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the system was replaced and discarded. However, they knew the system needed to be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.